Manufacturer narrative:
The user facility further reported that the end cap cover subject of the reported event was taped on prior to falling into the sterile field. A steris service technician arrived onsite and found that the end cap cover had been re-installed by user facility personnel. The steris technician verified the installation of the end cap cover, tested the function and operation of the harmonyair m-series surgical lighting system and confirmed the unit to be operational. Steris performed in-service training on the proper use, operation, and cleaning procedures for the lighting system. The lighting system was returned to service and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure an end cap cover detached from their harmonyair m-series surgical lighting system into the sterile field. The patient was transferred to another room resulting in a procedure delay. The procedure was completed successfully, and no injury was reported.